Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate with the syringe. The complainant reported that they ended up cutting the tip off for the balloon to deflate.

Event description:
It was reported that the balloon on the foley catheter would not deflate with the syringe. The complainant reported that they ended up cutting the tip off for the balloon to deflate.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition, since inflation and deflation could not be tested. The device was used for treatment and it was unknown if the product was within specification or influenced by the failure due to the poor sample condition. Visual evaluation of the sample noted one used two-way silicone foley without original packaging. It was noted that the inflation arm was cut off, so inflation and deflation of the catheter could not be tested. The balloon was dissected to examine if the inflation notch and the perforation was noted to be complete, meaning that this could not have caused failure to a deflate. A potential root cause for this reported failure could be tooling misalignment. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided. Correction: brand name, common device name, PMA/510k. .